Event description:
It was reported that the insulin pump had a frozen display and unresponsive buttons. The screen was monitored, and the time did not advance. Troubleshooting was performed, and the issues were not resolved. Nothing further was reported.

Manufacturer narrative:
Insulin pump received with unresponsive buttons due to moisture damage on the keypad trace. No display anomaly was observed. A cracked display window and cracked reservoir tube lip also noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.